Event description:
It was reported that there were concerns of loss of capture (loc) in this left ventricular (lv) lead. Technical services (ts) reviewed the event and confirmed intermitted loc and recommended further evaluation of the lv lead's threshold in the clinic. No adverse patient effects were reported. This lv lead remains in service.